Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, mild local heat, molar compromised and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported an injection of juvéderm® volift¿ with lidocaine in the dark circles and the nasogenian groove. The patient was pre-treated with chlorhexidine. The patient was concomitantly injected with botox®. Fifteen days after injection the patient reported edema in the lower left eyelid area. The patient was traveling on a trip and took nimesulide at the time. The patient continued presenting episodes of edema. About 3 weeks later the patient went in for an exam due to "more important edema" affecting the malar area and left upper eyelid. The physician noted on exam "mild local heat". Patient also developed edema, heat, and flushing in the lower eyelid, upper and malar area on the left side, which in evolution is concentrated only in the filling area of the dark circle. The physician prescribed clarithromycin, avalox and prednisone. The physician asked the patient to see a dentist as they had the "last molar compromised". The patient returned a week later and still presented mild edema but the patient refused hyaluronidase treatment at this time as they were satisfied with the result. A week later the patient presented again with edema and could not open their left eye, pain and heat in the site. The patient had missed their dentist appointment and the physician prescribed clavulin, clarithromycin and prednisone. The patient went to the dentist and they did not find any infections in the patient's teeth. The patient went to a consult with a otorhinolaryngologist; who did not find any ear infections. Three days later, after "significant regression of the edema", the patient was treated with biomethyl hyaluronidase with resolution of the clinical condition.